Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 100% stenosed, totally occluded, 15cm long lesion located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). Vascular access was obtained through the femoral artery. This 3mmx40mmx146cm sterling balloon catheter was used to pre-dilate the lesion. The physician experienced resistance both advancing the device to the lesion and crossing over the lesion. Once across, the balloon was inflated to 10atms without difficulties. On the second inflation, the balloon ruptured at 14atms. The device was removed from the patient intact. Pre-dilation was completed with a 4mm sterling balloon catheter. The procedure was completed with the implantation of another manufacturers' stent and post-dilation. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)